Manufacturer narrative:
(B)(4). The customer reported that the battery failed to hold a charge. There was no report of pt involvement. A new battery was shipped to this customer site which resolved the failure.

Event description:
The customer reported that the battery failed to hold a charge. There was no report of pt involvement.